Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r wave oversensing. Programming changes were successfully implemented. There were no patient consequences.